Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. Upon visual inspection, it was noted that there was a damaged elastic belt. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. No error or fault codes were recorded in the programmers logfile and benchtop testing was unable to reproduce the behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low.

Event description:
It was reported that the touchscreen of this programmer was unresponsive. The programmer was power-cycled, however the issue persisted. This programmer was out of service and returned for analysis. No patient involvement.